Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon applied the pico14 on (B)(6) 2021 in theatre. Patient presented to rooms 7 days post op with a pump with all lights on solid flash. This had occurred 2 days earlier. Replacement pump was sent as patient had no pump in situ (only dressing). Treatment was completed with the replacement with a small delay. No further medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file does not contain further instances/related events of the reported event. The device was used for treatment and was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. As the occurrence of this is within the acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.